Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found under the screen, electronic assembly or motor. The insulin pump had cracked display window corner.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that there was fluid under the lcd display. The insulin pump will be returned for analysis.